Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited burnt out inlet fuse and keypad not lighting up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a non-olympus part was observed. However, it is likely the following led to the reported malfunctions: -front panel does not light occurred due to faulty front panel. -the fuse of the power inlet was burned due to faulty switch regulator. Olympus will continue to monitor field performance for this device.